Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 402mg/dl. The customer states they treated with pump. The customer states issues with sensor readings. Troubleshoot was conducted. The device seemed to be responding to changes in glucose. The customer was advised to monitor the device.